Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported the belt clip of the customer's insulin pump was broken. At the time of reporting the customer's blood glucose was 400mg/dl, which he treated with manual injection. No equipment was returned. No additional information was reported.